Manufacturer narrative:
Concomitant product: product ID 37612, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for depression and movement disorders. It was reported that on (B)(6) 2016, the patient experienced a migraine and was not functioning very well. No other information was provided. Please see report number 3004209178-2016-14022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.